Event description:
Customer alleged blood glucose results of 417 mg/dl, 141 mg/dl, and 126 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having no symptoms and did not treat/act on results. No serious adverse event was reported in connection with the alleged malfunction. The suspect product was not returned to the MFR for eval.